Event description:
The hcp reported the patient was experiencing increased spasticity, trembling, sweating, elevated heart rate to 150, and inability to urinate. The hcp admitted the patient to the intensive care unit and gave IV valium and ativan. When these were not effective, the hcp gave lioresal via the side port. The pump was explanted and replaced and the patient was stablized. The hcp reports that patient had a history of cerebral palsy with a tracheostomy and that they expired in 2003 due to an upper respiratory infection with respiratory failure.